Manufacturer narrative:
Device available for evaluation, h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: (B)(6). One device was received. Per visual inspection, the water tank cover was cracked on the left corner around the screw hole, drain/quick connector fitting was corroded, microswitch was bent, and line cord faded. Per functional testing, the device was leaking from the bottom left side of the water tank cover. The complaint was confirmed. The root cause was a cracked water tank cover. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the water tank cover, drain/quick connector fitting, microswitch, and line cord. Replaced o-rings and reservoir gasket for preventative maintenance (pm) and calibrated. The device passed all functional and delivery tests.

Event description:
It was reported that the device was leaking from the reservoir. There has been no report of patient involvement, no observable clinical symptoms, or a change in symptoms identified in the patient.

Manufacturer narrative:
Date of event and UDI section are unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.